Event description:
The customer reported a ventilator with an enclosure issue (feet and cpu tray cover damaged). This event was reported as having occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
Date received by manufacturer: 12sep2019. Report date: 13sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the cpu tray cover and bottom feet to address and correct this reported event. The original report of a dark display was erroneous. The corrected report of this event is: the customer reported a ventilator with an enclosure issue (feet and cpu tray cover damaged). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
The customer reported a ventilator with a dark display. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this event.